Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive was formatted and the data was reprogrammed. The cpu card and the connector cable need to be replaced. The system remains in need of add'l repair.

Event description:
The customer reported that the system displayed unsteady images and would not retrieve the images from the memory. No pt injury was reported.